Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, endometriosis and obesity. In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and leukocytosis ("leukocytosis occurred repeatedly"). The patient was treated with surgery (laparoscopic fallopian tubes and essure coils removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and leukocytosis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and leukocytosis with essure. The reporter commented: the endometriosis was diagnosed in connection with essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, endometriosis and obesity. In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and leukocytosis ("leukocytosis occurred repeatedly"). The patient was treated with surgery (laparoscopic fallopian tubes and essure coils removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower and leukocytosis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and leukocytosis with essure. The reporter commented: the endometriosis was diagnosed in connection with essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.